Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The patient's medical history included disorder vulvovaginal, dysmenorrhea, hidradenitis suppurativa, hypomagnesemia, hypotension, insulin resistance, heartbeats irregular, major depressive disorder, palpitations, endometrial ablation (thermal), tonsillectomy and ganglion removal. Previously administered products included for an unreported indication: paragard. Past adverse reactions to the above products included vaginal infection with paragard. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy - single site). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: it was reported that, plaintiff had to undergo numerous surgical procedure (unspecified) and diagnostic procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: it consists of a uterus and cervix (9.7 x 8.1 x 6.1 cm, 201 grams) with attached bilateral fimbriated fallopian tubes. The uterine serosa is pink-tan and smooth and the ectocervix is pink-tan, glistening, remarkable for a shallow area of ulceration surrounding the patent os (1.5 x 1.2 cm). The fimbriated fallopian tubes (average 7 x 0.6 cm) have a smooth serosal surface containing scant paratubal cysts (up to 0.2 cm) and tan cut surfaces, with a pinpoint lumen throughout. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event medical device removal was updated to pelvic pain. Reporters details, lot number, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. The patient's medical history included labia enlarged, dysmenorrhea, hidradenitis suppurativa, hypomagnesemia, hypotension, insulin resistance, heartbeats irregular, major depressive disorder, palpitations, endometrial ablation (thermal), tonsillectomy and ganglion removal. Previously administered products included for an unreported indication: paragard. Past adverse reactions to the above products included vaginal infection with paragard. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy - single site). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: it was reported that, plaintiff had to undergo numerous surgical procedure (unspecified) and diagnostic procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: it consists of a uterus and cervix (9.7 x 8.1 x 6.1 cm, 201 grams) with attached bilateral fimbriated fallopian tubes. The uterine serosa is pink-tan and smooth and the ectocervix is pink-tan, glistening, remarkable for a shallow area of ulceration surrounding the patent os (1.5 x 1.2 cm). The fimbriated fallopian tubes (average 7 x 0.6 cm) have a smooth serosal surface containing scant paratubal cysts (up to 0.2 cm) and tan cut surfaces, with a pinpoint lumen throughout. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: it was reported that, plaintiff had to undergo numerous surgical procedure (unspecified) and diagnostic procedure (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: case became valid and serious incident. Previously reported event "injury" updated to "removal". Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.